Event description:
It was reported a balloon ruptured on the second inflation during dilatation of an arteriovenous fistula on april 16, 1998. During withdrawal of the balloon cahteter through the sheath, resistance was encountered. It was noted the distal tip of the balloon material had detached but remained on the guidewire. A slightly large puncture site was made and a snare advanced for uneventful retrieval. The procedure was completed successfully and the pt's condition is good. Co's directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully...if resistance is encountered, due to balloon rupture or for any other reason, when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove products as a complete unit to prevent damage to the guidewire, catheter, introducer sheath or vessel."

Manufacturer narrative:
This device was received, evaluated and retained by this MFR. The engineering evaluation revealed the balloon and distal tip of the catheter were detached together from the catheter shaft. The shaft break point was rough and slightly elongated and the distal radiopaque marker was not present. The proximal radiopaque marker was located on the shaft. All balloon material was returned. Since co's follow up indicated resistance was encountered upon removal and this device displayed characteristics consistent with resistance, an elongated catheter shaft, co believes these factors may have contributed to this event.